Event description:
It was reported that a minicap extended life pd transfer set leaked with the twist clamp closed; described as ¿fluid flow with clamp closed¿. This occurred during an unspecified process step of use for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.